Manufacturer narrative:
On 17th of september 2019 arjo was made aware of an event that took place in (B)(6) canada. It was reported that during transfer using arjo maxi sky 600 ceiling lift, when the resident (150 lbs male) was above the bed, the spreader bar detached from ceiling lift. The resident fell few inches to the bed; no injury was sustained. The spreader bar is attached to the ceiling lift strap with clevis pin, which is secured by split ring. Because the split ring was missing, the clevis pin was no longer secured in place and fell from the assembly. It is unknown why and how the split ring came off the clevis pin. When an arjo technician visited the facility to perform device evaluation, he found that the new split ring was already installed by the facility. Device operating and product care instructions (opci, document number (B)(4) rev. 4 from february 2006) informs user that before every use the caregiver must always ensue the strap attachment pin is re-fitted correctly through the spreader bar socket and lift strap, and that the securing ring is correctly inserted through the hole in the pin. The opci also includes images showing the adequate attachment of the spreader bar to the ceiling lift strap. To sum up, the root cause of the complaint could not be determined with certainty, however regular checks of the attachment mitigate the risk of the spreader bar disconnection. The spreader bar ring that goes through the pin was missing at the time of the incident. From that perspective, the device was not up to specification. It was used with the patient when the malfunction occurred and by this it played a role in this event. Although no injury was sustained, this complaint was decided to be reportable based on a potential for serious injury upon malfunction reoccurrence.

Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was made aware of an event that took place in (B)(6). It was reported that during transfer with arjo maxi sky 600 ceiling lift, when the resident was over the bed, the clevis pin fell out, causing the spreader bar detachment. The resident fell few inches to the bed; fortunately, no injury was sustained.